Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 585 mg/dl. Emergency medical service was dispatched as a result of high blood glucose. The customer stated that they were about to pass out. The customer was wearing the insulin pump during the hospitalization. Customer declined to troubleshoot for high blood glucose and just wanted to give hospital information. In additional notes blood glucose was over 600 but customer declined to troubleshoot. The insulin pump will not be returned for analysis.